Manufacturer narrative:
Medwatch report mw5188151 received. Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent confirmation of device malfunction involving the hologic products in the event described. The lot number of the device was not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported via voluntary medwatch report# mw5188151, that a 53-year-old, white female patient weighing 73kg, received a biozorb implant on an unknow date in 2018 after a lumpectomy/partial mastectomy. It was further reported that the patient has experienced "a lump and soreness or tenderness" at the site of the biozorb implant. Additionally, it was reported that a "fluid filled mass" was removed from the patient's breast on (B)(6) 2026. Multiple attempts to obtain additional information from the patient were unsuccessful. Patient reported concomitant medications: baby aspirin, fluticasone, magnesium, menopause supplement, metoprolol, pantoprazole sodium.